Event description:
Patient called in to report service error code . This is the 2nd code received within several days. Customer care attempted troubleshooting with the patient by asking them to reboot the system multiple time but was not able to resolve the issue. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed weight and safety and failed eit. Kmt engineering evaluated the returned therapy cable and when powered up it got an additional service error code. Additional evlauation indicated that the broken pin on the connector plug gave the second service error code. The patient reported service error code alert can be attributed to a system power-on self-test fault detected when a patient plugs and unplugs the therapy cable during system boot up. Will continue to monitor and trend service code issues for failure modes.